Event description:
Further follow-up revealed that the pt's device was programmed to off due to unusal "shimmering sensation" at the site of the device.

Event description:
Reporter indicated that the pt began experiencing a tingling and painful sensation around the generator area during stimulation. The reporter also said that a lead test and normal mode test were performed. The lead test resulted in a dcdc code of 0 and the normal mode test resulted in a dcdc code of 2, indicating that the pt was receiving therapy. Further follow-up revealed that the pt began feeling a vibrating or fluttering feeling around their generator after vaulting on the uneven parallel bars during gymnastics. The fluttering feeling was reportedly not related to the generator stimulation and it intermittently continued. The pt did not experience any seizures nor did pt become light-headed. The pt claimed that the fluttering feeling was decreasing. X-rays were performed and were negative as far as showing a lead break or connection problem. Add'l diagnostic testing was performed showing that the elective replacement indicator was no, indicating that the generator had not reached end of service. Exploratory surgery was performed and the generator was replaced because the treating physician believed that it was nearing end of service. During surgery, a lead test was performed which resulted in normal impedance. The surgeon inspected the lead and found a small crack in the plastic sheath. The area of the crack was wrapped with gore-tex in hopes of eliminating an electrical spread into the subcutaneous tissue. Further follow-up revealed that since the revision surgery, the pt has not felt any further vibrating or fluttering feeling.